Event description:
The customer reported intermittent charger failure error message. Problem did not effect a case. No patient involvement.

Manufacturer narrative:
The service rep informed biomed department the generator batteries need to be replaced. Inhouse biomed will replace batteries. No further action at this time.